Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female of an unknown ethnicity who underwent breast reconstruction surgery with mentor memorygel breast implants 300cc (l) and 400cc (r) has experienced a new onset of cancer. As per the report, the patient developed carcinoma of the breast in 2008 and had a lumpectomy. She declined reconstruction at that time. She decided to get reconstruction/augmentation in 2015 and was implanted with mentor siltex round moderate plus profile implants on (B)(6) 2015 by dr. (B)(6). At a follow-up oncology visit in (B)(6) 2019, she was found to have positive margins at the site of the previous lumpectomy and one of her doctors even says ¿unclear if the current lesion is a recurrence or a new primary.¿ she had a re-excision lumpectomy. As per the legal document, it is alleged that these implants resulted in the development of invasive ductal carcinoma. On (B)(6) 2019, she decided to have her siltex memorygel implants removed and replaced with smooth memorygel implants; according to the medical records it appears the replacement surgery was mainly for treating asymmetry, ptosis and ¿encapsulation¿. Her implants were intact when removed. This report is for the right breast prosthesis.